Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was changing out her set and the insulin pump alarmed no delivery. Customer attempted to follow the steps from her user manual and the device continued to alarm. Customer's blood glucose was unknown. Troubleshooting was performed an it was noted the customer couldn't manually push insulin through tubing with the plunger on the reservoir. Customer was advised to replace infusion set and reservoir, as alarm occurred due set and reservoir connection issues which may have caused the occlusion. Customer is not returning the device for analysis.